Event description:
It was reported that a spectrum pump failed downstream (distal) occlusion sensor test with values of 19.89 and 20.48 psi (pounds per square inch) during testing there was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device was received for evaluation. During functional testing, reported symptom of "downstream (distal) occlusion sensor test, values are: 19.89 psi & 20.48 psi." Was not reproduced. The device sent for flow lines for downstream occlusion test for high, low and medium settings with passing results. A review of the event history log revealed downstream occlusion messages, however evidence of downstream occlusion alarms in the log does not confirm or refute the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.